Manufacturer narrative:
The investigation error logs indicated a faulty board. Service repair technician replaced a faulty nvram. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on may 12th, 2021 that a display turned off during a surgery case. No injury was reported with this event.